Event description:
Reportedly, during testing, the measured fraction of inspired oxygen (fio2) was out of specification. The sensor was replaced to resolve this issue. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4).